Event description:
It was reported that ¿surgeon attempted to implant 12x26x4 avs navigator into pt. As he impacted the implant before it was in the pt disc space, the implant fell off of the inserter. Upon inspection, the ¿rail¿ on the proximal portion of the cage, where the inserter attaches, broke off of the implant. It was removed, and a new cage was inserted.¿

Manufacturer narrative:
Add¿l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.